Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with ceftazidime (1 g; route, frequency, and duration not reported) and vancomycine (1g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapies was not reported. At the time of this report, vancomycine and ceftazidime remained ongoing and the patient is recovering. No additional information is available.